Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider called to report the insulin pump alarmed with a button error. The device was also reported to have cracks and it was suspected that moisture may have seeped through the cracks. Customer's blood glucose was not known. The insulin pump will not be returning for analysis at this time.